Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported patient stated she is only going to the bathroom twice a day since (B)(6) 2019, and was not feeling any stimulation since the end of (B)(6) 2019. While on the call the patient was able to sync with the device, stim was on program 2 at 6.35 and could not feel any stimulation. Caller states she switched to program 3 with a stimulation of 9.0 v and still could not feel stim. Caller states when she was on program 1 she could feel stim. Caller states she changed from program 1 to program 2 and could feel stim for a week, then she started not feeling it. Caller was directed to their doctor to get their device checked and symptoms addressed. No further complications were reported or are anticipated.